Event description:
It was reported that after the customer inadvertently dropped the pump, the touchscreen was cracked and unresponsive. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.